Event description:
A connection issue was encountered with the subject device, prior to its implantation in the patient. The screwdriver associated with the subject device as well as a screwdriver from a st jude device did not click during attempts to tighten the lead. Regardless of this lack of audible verification of appropriate lead tightness, the physician decided to continue with the implantation. According to the report of the physician, the subject device was functioning well. Both device screwdrivers were returned for analysis.

Manufacturer narrative:
(B) (4) conclusion: the analysis of the returned torque limiting screwdrivers did not reveal any abnormality that could explain the absence of "rattle" or clicking during the reported implantation. The characteristics of the returned sorin brand screwdriver were determined to conform to established specifications. The returned st jude screwdriver also conformed to these sorin specifications. The returned sorin screwdriver was verified to perform as expected under laboratory conditions with another reply pacemaker. According to manufacturing records, the associated reply sr pacemaker was manufactured after corrective actions associated to excessive glue in the hexagonal cavity of the setscrew, therefore, it is not likely that an inappropriate amount of glue in this region contributed to the reported issue.